Event description:
It was reported that when the device was fired, no staples came out of the the cartridge and no colors came through. The customer used another device to complete the case with no patient consequence.